Event description:
The pt called lifescan (lfs) in 2005 and alleged that her lancing device cap was broken. The pt stated she was using the correct technique for obtaining a sample from the lancing device. She contacted her physician for advice. Her physician called the pharmacist for a new product, but the pharmacist did not have any lancets. The pt then contacted lfs for a replacement. No injury or harm alleged.